Event description:
It was reported that lap joint separation occurred. An opticross imaging catheter was selected for use to view the target lesion. During percutaneous coronary intervention, when flushing was performed in right coronary artery, leak of saline was observed from the blue shaft of opticross and in the distal tip part. However, the distal tip part was removed from the joint part of the blue shaft outside the patients body and lap joint separation was observed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a detachment of the imaging window from the lapjoint section. Several kinks along the sheath assembly. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that lap joint separation occurred. An opticross imaging catheter was selected for use to view the target lesion. During percutaneous coronary intervention, when flushing was performed in right coronary artery, leak of saline was observed from the blue shaft of opticross and in the distal tip part. However, the distal tip part was removed from the joint part of the blue shaft outside the patients body and lap joint separation was observed. No patient complications were reported.